Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer's blood glucose was 541 mg/dl. The customer delivered a bolus from the insulin pump to lower her blood glucose. Troubleshooting was done. The customer's father stated that the insulin pump had a keypad anomaly prior to the button error alarm. The customer's father explained that the buttons on the insulin pump were intermittent and that the customer received the alarm upon waking up. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.